Event description:
It was reported that the patient presented for an in-clinic follow-up. While testing the implantable cardioverter defibrillator's (ICD) vibratory notifier function, no vibration was noted. No intervention was performed. The patient will be further monitored. There were no patient consequences.